Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that lip ring of reservoir compartment was missing. Customer¿s blood glucose was unknown at time of incident. Customer mentioned that when she changed the reservoir pump was showing no reservoir. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump was received without a reservoir installed. A test reservoir was installed and the reservoir locked into place inside the reservoir tube properly. No unexpected no reservoir detected alerts noted during testing. Insulin pump was also received with scratched case and pillowing keypad overlay. No missing retainer, missing reservoir tube o-ring, or damaged reservoir tube lip noted during physical inspection.